Event description:
The company was informed of an alleged incident on (B)(6) 2015. The alleged incident was described to the company as the following. Pt's dewar started to vent. He hit the top of the unit to try and make it stop venting. Pt's wife burned herself, however she did not receive any medical treatment.